Event description:
Boston scientific crm received info that this lead had displayed increasing threshold measurements and decreased sensing measurements, and was successfully repositioned. To date, no adverse pt effects were reported.